Event description:
It was reported that the patient experienced hypoglycemia after a supply change in which only the fill cannula workflow was performed instead of completing the cartridge and tubing change, and the pump later showed 38 units remaining in a newly inserted cartridge, suggesting an infusion set or connector issue and use error related to setup and deployment. Symptoms included a lowest blood glucose of 43 mg/dl with cognitive slowing described as ¿foggy brain.¿ outcomes included low blood glucose lasting approximately four hours, treated with oral carbohydrates including orange juice and chocolate, without medical intervention or hospitalization. Investigation included review of device logs and user workflow. Investigation of this case revealed that the infusion set was not properly deployed and the change cartridge and tubing steps were not completed, consistent with user error; the patient received retraining and resumed pump therapy. It was concluded, based on previously established findings for similar reports, that the cause was user setup error during infusion set and cartridge change.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.